Manufacturer narrative:
(B)(6). This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
While attempting to deploy the angioguard in the carotid artery the physician was unable to withdraw the deployment sheath. It was removed from the patient and another new angioguard rx of the same size was used and the procedure was finished successfully. The lesion was a 90% occluded carotid artery with mild calcification and moderate vessel tortuosity. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The target lesion vessel diameter is unknown. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. No additional information is available. There was no reported patient injury. Lake region lot number 10403945 is cordis lot number 35221938. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10403945. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 2, 2014. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During cas of a lesion in the carotid artery, a 6mm angioguard was delivered to the lesion but when the physician tried to deploy the filter the deployment sheath of a 6mm angioguard rx embolic protection device could not be withdrawn. Therefore, it was removed from the patient as a unit. Another new angioguard rx (the same size) was used instead. The procedure finished successfully. There was no reported patient injury. It was a (B)(4) occluded lesion in the carotid artery with mild calcification and moderate vessel tortuosity. The product will not be returned for analysis.

Manufacturer narrative:
The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The target lesion vessel diameter is unknown. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. No additional information is available. Additional information is pending and will be submitted within 30 days upon receipt.